Manufacturer narrative:
Initial reporter name and address: address: full name of the establishment: (B)(6). The subject device was received and evaluated . Device evaluation found looseness of nozzle, in addition, foreign material was found clogged inside the nozzle. Due to looseness of the parts and clogged nozzle, the water supply/ air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of "air/water flow issues from the air/water flow system" was confirmed. Furthermore, the following defects were identified during device inspection: angulation test failed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive connection inspection check found the adhesive on a-rubber has a chip. Bending section inspection check found the adhesive on the a-rubber has a crack. Adhesive around objective lens is peeled. Due to adhesive peeling around objective lens, streak of flare appears in the image. Adhesives around light guide (lg) lens has white-clouded area. Distal end check found c-cover has a dent. Paint on suction (s-cylinder) found peeled. Scratch found on connecting tube, universal cord, image guide (ig) protector, universal cord has a wrinkle. Due to damage on flexibility adjustment ring, flexibility adjustment function does not work. Insertion inspection check found the adhesive on a-rubber has white-clouded area. Due to the nature of the reportable event (foreign material found inside the nozzle), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. Facility was not aware, noted ¿no ¿ as to when the foreign matter adhered on the device. Did not provided additional information. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with an issue of "air/water flow issues from the air/water flow system". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b3/b5 (information was inadvertently omitted from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device was inspected before use. The intended procedure was for treatment. There was no delay to the procedure, which was completed using another scope.